Manufacturer narrative:
(B)(4). Concomitant medical products: unk screw cat#ni lot#ni. Unk screw cat#ni lot#ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00431 and 0001032347 - 2021 - 00500.

Event description:
It was reported patient has been indicated for revision due to the screws fracturing. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time